Event description:
The customer received a blood glucose reading of 80 mg/dl on contour and 177 mg/dl on an advance meter. The difference between these readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacement strips will be sent.